Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and button error. Customer's blood glucose was unknown mg/dl. The customer stated that the button is unresponsive. The customer stated that the device was not exposed to moisture. The customer was advised that the device would be replaced.